Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('1 yr post op/ coil migrating to my utreus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "after having used another device she found that my tube been already blocked by iud". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal distension ("1 yr post op and still do (still suffer of stomach bloating)"), pelvic pain ("pain on left side"), procedural pain ("she was trying to insert in my right tube (it hurt like hell)") and genital haemorrhage ("I had to recoup afterwards because wouldn't stop bleeding"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, procedural pain and genital haemorrhage outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, device expulsion, genital haemorrhage, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media report : abdominal distension, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. Event " device expulsion¿ (previously reported as medical device removal) and pelvic pain was added. Reporter was added. On 20-mar-2020: information received via social media. Essure insertion date was added. On 20-mar-2020: information received via social media. Information received via social media. Event " post procedural pain, medical device monitoring error and genital bleeding¿ was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('1 yr post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("1 yr post op and still do (still suffer of stomach bloating)"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media report : abdominal distension, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('1 yr post op/ coil migrating to my utreus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "after having used another device she found that my tube been already blocked by iud". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal distension ("1 yr post op and still do (still suffer of stomach bloating)"), pelvic pain ("pain on left side"), procedural pain ("she was trying to insert in my right tube (it hurt like hell)"), genital haemorrhage ("I had to recoup afterwards because wouldn't stop bleeding"), post procedural complication ("I did have an emergency two weeks pos op"), back pain ("my back is starting to hurt"), migraine ("migraines"), stress ("stress"), bone pain ("bone pain") and overweight ("overweight"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, procedural pain, genital haemorrhage, post procedural complication, back pain, migraine, stress, bone pain and overweight outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, back pain, bone pain, device expulsion, genital haemorrhage, migraine, overweight, pelvic pain, post procedural complication, procedural pain and stress to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media report : abdominal distension, postoperative complication nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received from social media: added new reporter. Added new event postoperative complication nos. On 23-mar-2020: social media received. New events my back is starting to hurt, migraines, stress, bone pain, overweight was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('1 yr post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("1 yr post op and still do (still suffer of stomach bloating)"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media report: abdominal distension, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.